Event description:
This procedure is part of the definitive ar study and was performed in (B)(6). The original balloon angioplasty and atherectomy procedure was performed on (B)(6), 2012. On (B)(6), 2012 duplex showed a minor re-stenosis of the right sfa (study leg) and an abi reduction from 0.92 to 0.78. On (B)(6), 2012 the patient was scheduled for a follow up and pta. On july 9, 2012 underwent successful pta of a moderate re-stenosis in the area of the right sfa.

Manufacturer narrative:
A review of the manufacture records for this device did not reveal any discrepancies relevant to the reported event.